Manufacturer narrative:
This report will be updated upon return of the lead to boston scientific for analysis and completion of the product investigation.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured and was exhibiting high out of range shock and pacing impedance measurements of greater than 125 ohms and 2000 ohms respectively. Surgical intervention was performed during an unrelated general changeout procedure, and the rv lead was explanted and replaced. It was noted during the removal process that the helix of the rv lead would not retract properly, and it was difficult to remove the rv lead from its location in the heart due to tissue/calcification. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.